Event description:
During a ptca treatment procedure, the f/g adante 40x3.0 mm balloon ruptured at 12 atms on the second inflation. The pressure reached on the first inflation is not known. The lesion being treated was a 100% stenotic lesion in a very tortuous mid right coronary artery. The lesion was first dilated with an adante 40x2.0 mm balloon, then this product was used. The f/g adante balloon was removed and replaced with a maverick 30x3.0 mm balloon to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as 'good.'